Manufacturer narrative:
Investigation summary: a review of the device history record revealed the product was released according to all established procedures and qa documentation. The reported device(s) was not returned for evaluation; therefore, the failure mode is unable to be confirmed. The root cause was unable to be identified and corrective actions are not required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that a new diet was installed, but the connection between the bottle and the equipment was leaking. There was no patient harm reported.